Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report 8010182-2022-00381. All information can be found under manufacturer report number 8010182-2022-00381. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m100 set, the upper end tube of the consumable venous pot was found broken. There was no report of patient injury or medical intervention associated with this event. No additional information is available.